Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, it was found that the left ventricular (lv) lead was failing to capture upon positioning. The lv lead was not used and the procedure was completed using an alternate lead on (B)(6) 2021. Patient condition was stable.